Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that during a neck surgery procedure, this device delivered inappropriate shocks. Boston scientific technical services (ts) was consulted and discussed magnet use and effects. No additional adverse patient effects were reported. At this time, this device remains in service.